Event description:
It was reported that the atrial lead exhibited low impedances for quite some time. During a routine device changeout, the atrial lead was connected to an analyzer, where the lead exhibited high impedances and no sensing. The lead was then connected to the new device, and after all connections were verified, the device was interrogated, and the atrial lead exhibited high/undefined impedances, and continued to exhibit no sensing. The physician attempted to place a new atrial lead, but was unable to obtain access through a venous occlusion. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undefined atrial pacing impedance levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.